Event description:
It was reported that the patient experienced an infusion set issue where the cannula was bent during insertion at the upper bum site leading to high blood glucose treated via insulin pump on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.